Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted. This lead was found twiddled it back. Surgical intervention was needed to resolve the issue. This lead was replaced due to the damage caused by twiddling. Patient received a shock. Reportedly as appropriate therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the reported observation. Past experience suggests patient manipulation of the system through the skin (twiddler's syndrome) is a contributing factor to damage of this type.